Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #unk. Additional information received: it is unknown if the bleeding occurred during the operation or after the operation. The staple on the organ which it was taken out was broken. The procedure is unknown. It was reported from the hospital that it was staple unformed on the right lower pulmonary vein. Additional information was requested and the following was received: what was the original diagnosis and procedure? The information cannot be disclosed. No further information will be available. Can you provide a timeline from the initial procedure to the transfer to second hospital? The information cannot be disclosed. No further information will be available. Can you confirm that the procedure was done in an ER room? No further information will be available. Can you provide details of the operative findings at second operation why can't the hospital where the initial operation was performed and the surgeon who conducted the initial operation be disclosed as it would be helpful to get info on the original operation? No further information will be available. Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? No further information will be available. Please provide 2-3 thirty-minute windows of time (eastern us time) that the surgeon would be available for a call. The ethicon team will pick the time that the most members can participate and schedule. No further information will be available. No further information will be provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an emergency procedure, the staple on right lower pulmonary vein broke and massive bleeding occurred, and the patient died. The staple which it was taken out from the patient has been broken, so there is a possibility that the staple left in the patient is also broken. Another device was used to complete the case. No further information is available. The hospital where the initial operation was performed and the surgeon who conducted the initial operation cannot be disclosed.